Event description:
It was reported that vessel dissection occurred. The target lesion was located in the mildly tortuous left anterior descending artery. A 3.50x20mm promus element stent was advanced for treatment. However, while implanting, an edge dissection was noted at the distal end of the stent. The procedure was completed by deploying another stent to cover the dissection. No further patient complications were reported.